Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated there was an issue with the septum of the catheter. The septum adhesive released of the hub of the delivery catheter. The mechanical operation of the catheter shaft was kinked/buckled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the blue hemostatic valve inside the sheath had come loose and was turned sideways inside the most proximal end of the sheath. The catheter was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.